Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous subclavian vein. After a 8x60mm non-bsc stent was implanted, an 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the distal edge of the stent. However, during the first inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. There were no issues noted with the profile of the tip. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 10mm distal to the proximal touch-up and extended the full length of the balloon material. A large circumferential tear was also noted in the balloon material 14mm proximal to the tip. A visual and microscopic examination found no issue with the profile of the device¿s markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous subclavian vein. After a 8x60mm non-bsc stent was implanted, an 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the distal edge of the stent. However, during the first inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).